Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, sleeve gastrectomy was performed and no active bleeding was witnessed at the time of closing. Three hours later, the patient had to be re-operated on due to excessive bleeding. Seventeen-hundred (1700) cc were lost and the patient was given three units of blood. No active bleeding was witnessed during reoperation but it was suspected that the bleeding came from the mesentery of the stomach. The patient¿s hospitalization was extended for two days.